Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to stent graft migration or realignment.

Event description:
Following was reported to gore. On (B)(6) 2020, a patient underwent a treatment of thoracoabdominal aortic aneurysm with gore® tag® conformable thoracic stent graft with active control system. After the tgm313120 was placed, ballooning was performed at distal landing zone but not at proximal landing zone. Since the vessel tortuous, the balloon catheter could not be advanced. On (B)(6) 2020, a CT image revealed the proximal migration of the distal portion of the tgm313120 (distance unknown), but no endoleak was confirmed. On (B)(6) 2020, an additional ctag (tgm343410) was placed at distal side of the tgm313120 to repair the migration. The patient tolerated the re-intervention.